Event description:
It was reported that the infusion had ended 2 hours early, and the bag had been completely empty upon arrival, with no alarms given and the pump still ¿infusing.¿ the 21-7359¿s and ipr-250¿s had been used, with no lot numbers provided. The air detector and upstream sensor had been on. A cstd from equashield had been used to fill the cassette. The event occurred while in use with a patient. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.